Event description:
On 2026-mar-10, information was received from a patient regarding an external device. The reason for call was patient reported they had issues charging the implant and the issue began awhile ago. Patient would get an error code that they couldn't recall and patient would pull out the battery. The charging would work for a little bit then every 15 minutes to 30 minutes the charging would quit. During the call there were no damages on the recharger. Patient reset the controller and plugged the recharger. Patient got excellent. Controller was at 60% and implant was at 100%. Agent advised patient to call back if the issue persisted. No symptoms were reported. On 2026-mar-16, additional information was received from the patient. Patient called back stating that they called last week and reported that they were still having charging issues. Patient noted that their controller displayed a system problem rm03 message. Agent asked, patient confirmed that the paddle was a little bit warm sometimes; however, it was not warm during the call, and they mentioned they were lying on it. Agent reviewed the rm03 message. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Product ID 97755 serial# (B)(6) product type recharger. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.